Manufacturer narrative:
Additional information: in initial report, only the year was provided, however, this follow up report has included the month and day all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted placeholder

Manufacturer narrative:
Manufacturer year: 2017. Although, the surgery did not request service or clinical support, a johnson & johnson phaco representative modified the surgeon settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring "in" a vitrectomy procedure. The intraocular lens was placed in the sulcus and patient outcome is well.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.